Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead was fractured. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found the lead was returned in three pieces. The proximal coil was exposed due to clavicular crush located at 30.8 cm from the electrode tip.